Manufacturer narrative:
The device was discarded at facility and is unavailable for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it is likely that the calcification of the native annulus and stj caused the delivery system balloon to burst during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Event description:
During a transfemoral tavr procedure, during the bav, a non edwards bav balloon burst upon inflation. The operator continued on to deliver a 26mm sapien xt valve; however, upon full inflation the delivery system balloon also burst. The valve appeared fully deployed with only trace pvl, no further dilations were required. The patient left the room in stable condition. It was thought that the burst of both the bav balloon and the delivery system balloon was caused by calcification in the annulus or sinotubular junction (stj). The patient¿s native annulus measured 21mm by 26mm on CT and was reported to be mildly calcified.